Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results by taking a repeat sample to another hospital and analyzing it on their lab analyzer and a corrected report was issued. Siemens service engineer went onsite to perform full preventive maintenance on the instrument which included: visual inspection, cleaning, greasing and alignment checks, 100 ul syringe, fluorometer and pressure disk replaced, y alignment conducted and all auto alignment carried out, fluorometer calibrated, carousel temperature checked - 37.0 degrees. Qc level 1 and 2 were in the expected ranges. Earth bonding test conducted - passed. The engineer stated the instrument was handed over in proper condition and was operational. Siemens has asked the customer if the message log for the date of event and patient result printouts are available for further investigation. No response has been received. The cause of this event is unknown.

Event description:
The customer reported a discrepant d-dimer (ddmr) result on the stratus cs when compared to a non-siemens lab analyzer. There was no report of injury due to this event.

Manufacturer narrative:
The instrument logs were requested for investigation but the customer stated the logs are not available. Therefore, no further investigation will be able to be performed. The customer states they are operational. Root cause is unable to be determined with currently available information.